Event description:
Pt called in at approx 2:30am, to the on-call pharmacist for the pah team. Pt stated her cadd ms3 pump (sn (B)(4)) was alarming high pressure/blockage and when she checked, she noticed her cartridge was empty. She is unsure at what point the cartridge ran out of remodulin as the pump did not alarm for low volume. She was able to fill a new cartridge, change her line, and resume infusion. She is being sent a replacement pump and will send back the malfunctioning pump. Dose or amount: 34.5ng/kg/min, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: i27.0.